Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a suture break occurred. Manual compression was applied to achieve hemostasis. A 6fr sheath was used during insertion of the device. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the complaint. A suture break can be caused by a number of factors including, but not limited to a manufacturing deficiency, user technique or patient anatomical conditions. During manufacturing, suture strength is tested, assembled and loaded into the device. In addition, sampling of finished devices is destructively tested to verify the functionality of the device. The suture may break if the user applies too much tension while pulling on the limb suture. A conclusive cause for the reported suture break could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and no product quality was detected. Based on the review of the lot history record and the query of the complaint handling databases, event information and testing/inspection criteria for this lot, a product quality deficiency was not noted.